Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the compromised stent graft integrity was found to be unknown/undetermined due to the lack of patient identifying information. The current patient status is unknown and there have been no further reports of negative patient sequelae. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A posting in a vascular physician online forum indicated a physician had a patient with a type 3b endoleak and sac growth. The information indicated the initial implants were going to be explanted the week of (B)(6) 2017. The initial implanted devices are unknown at this time. The current patient status is unknown.